Manufacturer narrative:
(B)(4). The device was returned for evaluation and visually and functionally tested pursuant to form-098.d. The device met all criteria and functioned normally. The complaint could not be confirmed.

Event description:
During a bilateral vats ablation, the procedure had to convert to an open sternotomy to stop a bleed in the pulmonary artery. The patient had 4 previous catheter ablations and 1 failed lariat laa closure. It was noted that there were adhesions on the posterior wall of the left atrium. The right pulmonary vein dissection and ablation were completed without issue. The dome dissection and lesion on the left atrium were also completed without issue. The physician closed and proceeded to the left sided portion of the procedure and it was during dissection of the left pulmonary veins that he noticed that bleeding was occurring from an unknown location. The physician made the decision to open the chest to convert to full sternotomy to control the bleeding and upon evaluation, a small hole was noticed in the pulmonary artery. The physician closed the hole with suture and bleeding had stopped with minimal loss of blood and no transfusion needed. The left pulmonary vein isolation was completed without issue, and left atrial appendage removed with atriclip. Patients chest was closed in routine fashion and transferred to the ICU in stable condition. The physician stated that during the routing of the lighted dissector he had snagged/ripped on adhesion or perforated the pa with the dissector.